Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent and torn (fig 2). During the investigation, fluid was observed exiting the tear and not the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level rose to over 300 mg/dl. As treatment, the patient applied a new pod.